Manufacturer narrative:
Reporter phone number -(B)(6).

Event description:
It was reported that patient during a permanent implant on (B)(6) 2024, system diagnostics recorded high impedances. The physician wiped the lead and reconnected, but the high impedance persisted. As a result, the physician opted to use a competitor¿s ipg to address the issue.

Manufacturer narrative:
It was reported to abbott, during a revision, after a new paddle lead was connected to the new ipg, 12 of 16 contacts high impedance. The issue was resolved by connecting an abbott lead to a competitor ipg and the impedances were within normal values. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. A DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing.

Event description:
It was reported that patient during a revision on (B)(6) 2024, system diagnostics recorded high impedances. The physician wiped the lead and reconnected, but the high impedance persisted. As a result, the physician opted to use a competitor¿s ipg to address the issue.